Event description:
A patient reported experiencing inaccurate high results with a surestep meter. Patient's blood glucose results were 199, 162, and 238 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.